Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective stimulation. The patient also reported feeling tingling sensation following a fall. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. During surgery high impedances were observed and upon explanting the lead fracture was confirmed visually. Device replacement addressed the issue.